Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. Several attempts were made to un-plug and plug back in and calibrate failed. Attempted to use central lumen with transducer which was already in place but had issues to zero until doctor aspirated several times clearing the catheter. Central lumen working now as a pressure source. There was no reported injury to the patient.

Manufacturer narrative:
Additional information device available for eval? From: yes to: no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. Several attempts were made to un-plug and plug back in and calibrate failed. Attempted to use central lumen with transducer which was already in place but had issues to zero until doctor aspirated several times clearing the catheter. Central lumen working now as a pressure source. There was no reported injury to the patient.